Event description:
Related manufacturer reference number: 2017865-2023-47398. Related manufacturer reference number: 2017865-2023-47400. It was reported that the patient had deceased due to an unknown cause. No additional information was reported.